Event description:
Baxter reported, "the spike of the transfer set was broken". The date of how long the set was in use in use was unknown. There was no patient injury or medical intervention associated with this incident according to baxter.